Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A valve actuation test was performed and passed. A system air leak test was performed and passed. An accelerated stress test (ast) was performed and passed. There were no fluid leaks in the test cassette during the ast. The pre-ast 15 min 1000 ml simulated treatment was performed and completed without failures. A mushroom head check was performed and passed. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pumps a and b and within the recess of the bottom cover adjacent to the pump. Fluid was also found in the pneumatic lines. The cause of the dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving unspecified alarms prior to observing the leak. The patient had called earlier for a heater bag not detected alarm during setup and was advised to re-setup, however, it is unknown if the patient found the leak after cancelling the setup from the previous call. The cause of the leak is unknown. Treatment was canceled. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Attempts were made to obtain additional information, however a response was not received. During the initial call, there was no reported adverse event, symptom, nor serious injury attributed to the event. The cycler was scheduled to be returned to the manufacturer for physical evaluation.